Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Clinician reported that this device went from 68 percent battery on (B)(6) 2021 to eos on (B)(6) 2021. Device remains implanted. No adverse patient events were reported.